Event description:
Covidien rec'd info stating that during patient use, an 'o2 sensor cal' error occurred. Calibration of oxygen sensor did not resolve the issue. There was no reported medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).